Event description:
It was reported that during implant of the intraocular lens (iol), the doctor noticed a tear in the capsular bag. The incision was enlarged to remove the lens, a vitrectomy was performed, and another lens was implanted. No other information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens was received at our quality assurance laboratory for inspection. The lens appeared to be cut and had evidence of viscoelastic, which is a condition consistent with a lens that has been removed from the eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was provided by the surgeon. A male patient underwent a removal and replacement surgery on (B)(6) 2013, on his left eye. It was further stated that after the zcb00 17.5d lens was initially implanted, the haptics opened up causing a tear in the posterior capsule. On inspection the lens was tilted to approximately thirty degrees posteriorly, which required the doctor to replace the existing lens with a focus lens, model za9003, within the same procedure. A vitrectomy was performed and incision enlargement was made. He stated that the patient's current vision is 20/20 uncorrected and 20/25 pinhole. Doctor also stated that slight decentration of the current implanted lens is noted for which he is working on a treatment plan to get the lens centered. No additional information provided. (B)(4).